Event description:
The patient presented to clinic having experienced phrenic nerve stimulation (pns). During the follow-up increased capture threshold resulting in no capture threshold was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.